Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. (B)(4): the full lead was returned, analyzed and the distal conductor was distorted. It was noted that the defibrillation coil was distorted, there was blood/body fluid on the distal conductor (not obstructed), the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism (sleeve head), the helix disengaged from the helical channel, there was a tip seal observation, there was a deformation/fracture on the proximal section of the inner coil, indicating extension problems, and there was apparent explant damage.

Event description:
It was reported that the lead had sensing difficulty and was showing noise. It was explanted and replaced. No patient complications were reported as a result of this event.